Event description:
It was reported, the camera head image did not appear. The issue was found during pre-use inspection prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: d8, g3, h6, h10 and h11 . Corrected field: d4 serial number . This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned and not reproduce: the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head image did not appear. The issue was found during pre-use inspection prior to an unspecified procedure. There were no reports of patient harm.